Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing the ruby coil into the target vessel using the lantern, the physician noticed the lantern would kickback out of the vessel. Subsequently, the physician made multiple attempts to resheathed the ruby coil, readvanced the lantern into the vessel and attempted to advance the ruby coil again; however, the lantern kept kicking out of the vessel. While retracting the ruby coil to be resheathed on the fourth attempt, the physician noticed the ruby coil had unintentionally detached inside the lantern. Therefore, the lantern was removed containing the detached ruby coil and the coil was flushed out on the back table. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.